Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic laparotomy procedure, the patient sustained a burn injury on the right lower leg in the area where the neutral electrode was attached. The procedure was completed with the same set of equipment and there was no report of any malfunction of the olympus medical devices used during the procedure.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation but to olympus medical systems india (omsi), (returned to omsi on 2020-01-16). The evaluation/investigation did not reveal any malfunctions of the hf-generator apart from a defect of the hand switch at the monopolar 2 socket and error message e089 being logged in the error log. However, these failures cannot have been causal for the reported patient injury. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, burns in the area of the neutral electrode are a known complication in monopolar applications. They may occur if the neutral electrode is applied incorrectly, if the body region in question is not sufficiently depilated or if there are residual fluids between the skin and the electrode. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. Therefore, this event/incident was attributed to use error. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.